Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9310304. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. From the customer feedback of ¿leaked from the middle hole,¿ it is possible that this incident resulted from a defect related to the raw material used to compose the product; however, this could not be confirmed.

Event description:
It was reported that the unspecified bd intervascular catheter experienced leakage. The following information was provided by the initial reporter: the medical three-way connector leaked from the middle hole when the central venous catheter is used for infusion with a three-way connector. Use it normally after replacing the new three-way connector.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intervascular catheter experienced leakage. The following information was provided by the initial reporter: the medical three-way connector leaked from the middle hole when the central venous catheter is used for infusion with a three-way connector. Use it normally after replacing the new three-way connector.